Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device fails to detect electrical failure when it is turned on, code 14. There was no patient involvement not reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, e1, e3, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit, he states, the equipment alarmed an electrical fault 14 when it was turned on. The cause of the fault was found on site. After inspection, it was found that there was a problem with the compressor and the pneumatic module detection. The spare parts needed to be replaced and tested to meet the factory requirements before they could be used. Replace the spare parts compressor, scroll, pneumatic module assy, rohs. After replacement, perform a functional test according to the factory's specified requirements. After testing, it met the factory's specified requirements and was delivered for use.